Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: embolism and thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the mid rca had 90% stenosis. Another company's balloon was used for pre-dilatation. The 3.0 x 23 mm promus was delivered and successfully deployed at 14 atm. A timi 3 flow was achieved. The guide wire was re-positioned down the pda, as the timi flow was 0 resulting from embolic debris, due to the 3.0 x 23 mm promus stent being placed. An embolectomy was used and timi flow returned to 1. Angiogram showed a clot formation inside of the promus stent, and timi flow was now 2. It was thought that the stent may have been under-deployed, and another company's balloon was used to post-dilate. Timi flow returned to a 3, but one minute later, the clot reappeared and the timi flow was again a 2. Post-dilatation was performed again and timi 3 was regained. The patient was monitored for 30 minutes and timi 3 was still present. There were no other complications. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation: product performance engineering reviewed the incident information. Thrombosis and embolism, as noted in the promus IFU, are known adverse events associated with coronary stenting. These known patient effects are not necessarily an indication of a product quality deficiency. In this case, multiple balloon dilatations were used to successfully treat the thrombus and timi 3 flow was established, while an embolectomy was used to treat the embolic debris, and only timi 1 flow was established. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a lot specific product quality deficiency.